Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.